Event description:
Patient reported "constant pain in vaginal area" and a loss of therapeutic effect for the past six months. (B)(6) 2010: device was off and will remain off due to pain. Additional information reported on (B)(6) 2015 indicated that patient never had therapeutic effect since implant. It never worked to her expectations and stopped working entirely later in 2009. The patient was looking into explant. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v084418, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient had their system removed. Of note, the patient was originally implanted for urinary dysfunction.